Event description:
Abbott notified the FDA on 11/18/2013 of a class 1 recall of freedom style test strips for all users including the omnipod insulin delivery system. In fact. I was not notified until 02/14/2014 when a (B)(6) overnight return signature letter from abbott was received. During this period I continued to use these defective test strips which resulted in a significant increase of any a1c putting me in a life threatening situation and increasing my chances of later diabetic complications.